Manufacturer narrative:
During a follow up call on 03/08/2016, the customer indicated being released from the hospital on (B)(6) 2016, and bg levels had gone back down. The t:slim cartridge user guide indicates that novolog has been tested up to 72 hours. Replace the cartridge every 72 hours if using novolog. Tandem's t:slim user guide also states that the efficacy of your t:slim pump cannot be guaranteed if cartridges are filled more than once. The reuse of cartridges may result in over-infusion or underinfusion and may cause serious injury or death. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose (bg) level was 345 mg/dl with ketones. The customer reloaded a cartridge and administered correction boluses to address bg level. Reportedly, the cartridge was in use for 15 days. On (B)(6) 2016, the customer was admitted to the hospital for diabetic ketoacidosis and elevated bg levels. Customer was treated with an insulin drip and sodium chloride. At the time of the call, customer's bg levels were declining.

Manufacturer narrative:
High blood glucose level issue- could not be confirmed.